Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Subject is a (B)(6) year old male enrolled in preserve (B)(6) 2017 with option¿ elite retrievable vena cava filter placed same day due to contraindication to anticoagulation due to hemorrhagic shock. On (B)(6) 2017, subject was admitted to hospital, where new bilateral le dvt was found. A bilateral le thrombectomy for phlegmasia was performed on (B)(6) 2017 during which the subject was intubated under general anesthetic and suffered only mild epistaxis during the procedure. After the thrombectomy, the subject was taken to pacu and extubated. The subject died on (B)(6) 2017 from cardiac arrest. The dvt event was considered probably related to the ivc filter or procedure.